Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 35-39 mg/dl and associated symptoms of confusion and severe dizziness. The patient reportedly required the assistance of a third party but did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a time/date reset to factory default issue beginning (B)(6) 2017 and when the patient reset the time, it was set with the values for am and pm switched. The patient began to receive basal deliveries that reduced the blood glucose values. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: review of the black box revealed that the data from the date of the complaint, (B)(6) 2017, is not available. The black box data revealed a manual time change on (B)(6) 2017 from 20:12 to 08:12. A time/date reset after power on reset was recorded on (B)(6) 2017 at 08:32. Delivery resumed at 08:44. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours and then re-inserted into the pump. The pump powered on with the time and date reset to the factory default setting; the pump did not maintain the correct time and date after being without power for 6 hours. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivery accurately and within range.